Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophageal stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the esophagus. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent was deployed at the target lesion. Immediately following deployment, the stent migrated into the stomach. When the physician attempted to remove the stent from the patient using rat tooth forceps, the retrieval suture detached from the stent. The stent was successfully removed using a snare. The procedure was completed with another wallflex esophageal stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). A deployed stent only was returned for analysis. A visual examination of the stent found that the green suture had detached from the stent and was not returned. No other issues noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.